Event description:
It was reported that on (B)(6) 2021 two xience skypoint drug eluting stents (des) were implanted, a 2.5x12mm and a 3x18mm, without issue. On (B)(6) 2021, the patient was re-hospitalized with coronary artery dissection, and myocardial infarction. Medical intervention was performed. The patient did not experience any adverse sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection and myocardial infarction are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience skypoint stent is filed under a separate medwatch report number.